Event description:
The customer reported that during cleaning after a procedure, a red color substance was coming out of the sag head. There was no adverse consequences to the pt.

Manufacturer narrative:
The device was returned to the MFR for review. The customer complaint could not be confirmed. Mobil 28 was in place and in normal quantity. Repair and preventative maintenance was performed on the device.